Manufacturer narrative:
No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed therefore we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported prior to use on a patient, while checking the cuff, air could not be injected. No patient involvement.

Event description:
Customer reported prior to use on a patient, while checking the cuff, air could not be injected. No patient involvement.